Manufacturer narrative:
Investigation summary: the event unit was returned for eval with the obturator inside the cannula seal. Upon inspection engineering found that a small piece of the septum had been torn off and the duckbill was stretched. All seals are thoroughly inspected and tested 100% for leakage during the mfg process. The stretched duckbill is the result of the obturator being left in the cannula for an extended period of time. If left for an extended period of time, the obturator deforms and/or stretches the septum and double duckbill. The damage to the septum appears to have been caused by an instrument. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments, especially with sharp or angular devices. The instructions for use (IFU) warns that extra care should be used when inserting angular and asymmetrical instruments. All instruments should be centered axially when inserted through the seal for easier insertion. This document represents our initial/ final report.

Event description:
"Air leak. In surgery, when doctor change 5 mm grasper then this device leak."